Event description:
The crna, certified registered nurse anesthetist, was giving report about the patient to a pacu, post anotheisa care unit, rn. While the pacu rn was assessing the patient, the jp, jackson pratt bulb became detached from the drain and splashed blood into the crna's eyes. The crna followed up with employee health and worker's compensation papers were completed.